Event description:
The device displayed a red "x" and gave a "unit failed" prompt. Complainant did not indicate that there was patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The customer received a replacement device.